Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the energy escaped from the permanent cautery hook instrument and the clips fell off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the permanent cautery hook instrument was used to sever the duct. When using the energy, the duct desiccated and the clip fell off. The customer saw the energy travelled through the duct. There was no patient injury. The customer removed the fallen clip from inside the patient during the same procedure using a grasper instrument. The customer reapplied the clip and there was no further issues. The procedure was completed robotically. The customer did not take note of the alleged instrument information at the time. The type of clip was a medium large hem-o-lok.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the permanent cautery hook instrument during this reported event for failure analysis investigations.